Manufacturer narrative:
The investigation determined that a failed calibration attempt of vitros tsh reagent occurred on the vitros eciq immunodiagnostic system. The assignable cause of the unsuccessful calibration of vitros tsh reagent is user error associated with not doing routine maintenance of cleaning the sr probes. Signal reagent probe contamination was observed. Residual dried signal reagent present on the outside of the sr probes can re-hydrate and alter the sr reaction concentration of signal reagent in multiple wells, potentially resulting in a change in ph of the signal reagent, which can cause suppression of the alu¿s generated within the reaction well. This can lead to falsely high results for competitive assays and falsely low results for immunometric assays such as tsh. The customer obtained an acceptable tsh calibration after cleaning the sr dispense probes.

Event description:
The customer obtained a failed calibration for vitros tsh while using the vitros eciq immunodiagnostics system. Signal reagent probe contamination was observed. Biased results related to signal reagent probe contamination may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros tsh results were generated on calibrator fluids only, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).